Manufacturer narrative:
(B)(4) date sent: 11/2/2015. Batch #(B)(4) the device was returned with the distal tip of the blade broken off and not returned. The remaining blade portion was scratched, and with evidence of contact with metal in or out of the operative field. This blade tip portion may have broken off of the device during transport to our analysis site. The reported complaint was for the alert screen of relax pressure on blade and replace instrument. The device was functionally tested with a generator. During functional testing on gen11 an alert screen was displayed. A probable cause of the device stop activating and display an alert screen is blade damage. The device was disassembled to inspect the internal components and no anomalies were found. Probable causes of blade damage, including breakage, are external contact during pre-op or general use, blade contact with other devices, staples or clips during the procedure or using any means other than the blade wrench to attach or detach the blade. Once minor blade damage has occurred, subsequent activations may increase damage severity and result in alert screens, such as ¿tighten assembly¿, ¿blade error detected¿ or "relaxed pressure on blade" followed by a ¿replace instrument¿ screen later in the procedure. The batch history records were reviewed with no anomalies noted during the manufacturing process.

Event description:
It was reported that during a laparoscopic sleeve gastrectomy procedure, the device working properly initially. Surgeon stated that he took a large bite of tissue to transect and started getting error notifications on generator. Speculated that small amount of tissue may have become trapped in crotch of jaws. Error message: reduce blade pressure. Could not get device operational. Powered down generator and performed system startup and device activation cycle. Error message: tighten assembly. Disassembled device from hand piece and reassembled. Error message: replace device. Case completed with another device of the same product code and same hand piece. There were no patient consequences reported.